Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the patient had an intra-aortic balloon pump (iabp) placed as well as a CABG performed to the left anterior descending artery for fear of kinking (obstruction) the left main coronary artery during the aortic root reconstruction. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely due to procedural related factors. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 23mm 3300tfx pericardial aortic valve had an intra-aortic balloon pump (iabp) placed as well as a CABG performed to the left anterior descending artery for fear of kinking (obstruction) the left main coronary artery during the aortic root reconstruction during a redo avr procedure. Per the medical records, the patient had destruction of the aorta mitral annular curtain. The root abscess extended from the left non-commissure into the root into the left atrium involving the aorta mitral curtain. This required extensive debridement and aortic annular enlargement to perform the mitral valve replacement and to secure the aortic valve prosthesis in place afterwards. The patient had a large vegetation on the anterior leaflet of the mitral valve on the ventricular side. The patient had extensive destruction around almost the entire circumference of the aortic valve annulus in the left ventricular outflow tract. The posterior mitral valve leaflet was spared. After the redo avr replacement with the 23mm 3300tfx and attempting to come off cardiopulmonary bypass (cpb), the patient was noted to have a significant akinesis of the inferior and lateral walls. His anterior wall was moving marginally well. Prior to placing the CABG, an intra-aortic balloon pump (iabp) was placed utilizing the exiting left common femoral artery sheath with seldinger technique. The CABG was placed to the left anterior descending artery for fear of kinking the left main coronary artery during the aortic root reconstruction. Subsequently, the patient was able to wean off cpb without issue. The mean gradient of the aortic valve was 11 mmhg. The aortic valve replacement required extensive annular reconstruction utilizing pericardial patch. The patient's operative course was complicated by akinetic left ventricle, heart block, and asystole, for which he was successfully resuscitated. Post cpb tee demonstrated normal valvular function. Post procedure, the patient was transferred to the ICU in critical, but stable condition. On pod #1, the patient had acute myocardial infarction. On pod #3, iabp was removed. The patient remained with persistent heart block, progressing to complete heart block, and the ep team was consulted. On pod #6, the patient underwent successful permanent pacemaker implantation. The patient was noted to have transient post-operative paroxysmal a-fib. The patient was successfully cardioverted. The post cardioversion rhythm was sinus at 90 beats/minute. He was continued on oral amiodarone with no need for further anticoagulation as he was already on dual antiplatelet therapy and has had no further episodes of a-fib. On pod #23, the patient was deemed stable for transfer to (B)(6) hospital for continued rehabilitation and recovery.